Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen pump. The customer¿s blood glucose level was 75 mg/dl. The customer reported that they were not able to use the act button pump was frozen. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act and esc) button response due to unlocked lcd keypad connector. Unable to perform self test and displacement test due to no button response. No frozen display noted during the testing. Time clock is functioning properly.